Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. Sometime after implant of the essure device, the plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, and pain during intercourse, headaches, allergic reaction, mood swings, and migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing migraines, pelvic pain, severe cramping, irregular menses, and unexpected pregnancy. On or about (B)(6) 2015, she saw her physician and underwent a diagnostic hysteroscopy, diagnostic laparoscopy, and removal of essure coil, which was protruding through the left fallopian tube. On or about (B)(6) 2015, she underwent a tubal ligation. On or about (B)(6) 2015, she required a third surgery to remove another portion of essure coil that was lodged in her abdomen. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an unexpected pregnancy, amongst non serious events. Almost two years after essure insertion, during a diagnostic surgery, a removal of essure coil, which was protruding through the left fallopian tube, was performed. About one month later, she underwent a tubal ligation and then, one year later, she had a third surgery to remove another portion of essure coil that was lodged in her abdomen (seen as device dislocation and device breakage). Fallopian tube perforation, device dislocation, device breakage and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Considering the lack of details regarding confirmation test and temporal relationship between pregnancy and essure, causality cannot be excluded. In this particular case, the exact date and mechanism of breakage, dislocation and fallopian tube perforation are unknown. However, considering the events' nature, they were considered related to the suspect inserts. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil which was protruding through the left fallopian tube"), device dislocation ("remove another portion of essure coil that was lodged in her abdomen"), device breakage ("remove another portion of essure coil that was lodged in her abdomen") and pregnancy with contraceptive device ("unexpected pregnancy") in a 24-year-old female patient who had essure (batch no. B21582, 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (B)(6) 2010, (B)(6) 2013 and (B)(6) 2015) and herpes nos on (B)(6) 2015. Previously administered products included for birth control: depo provera from 2008 to 2010 and nuva ring from 2008 to 2010. Concurrent conditions included vomiting since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016 and nausea since (B)(6) 2016. Concomitant products included valaciclovir hydrochloride (valtrex) from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain pelvic"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding menses"), fatigue ("fatigue"), device expulsion ("protruding into uterine cavity") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("severe cramping"), menstruation irregular ("irregular menses") and investigation noncompliance ("did not undergo essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with bismuth subsalicylate (pepto bismol), surgery (laparoscopic removal of left essure coil on (B)(6) 2015), surgery (laparoscopic removal of left essure coil on (B)(6) 2015) and surgery (laparoscopic removal of left essure coil on (B)(6) 2015). In (B)(6) 2013, the pelvic pain had resolved. In (B)(6) 2013, the dysmenorrhoea had resolved. In (B)(6) 2014, the dyspareunia had resolved. In 2015, the alopecia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, abdominal pain lower, menstruation irregular, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, headache, device expulsion, weight increased, vaginal discharge and investigation noncompliance outcome was unknown and the nausea had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, investigation noncompliance, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two attempts were made on the patient's right fallopian tube with inability to pass the essure stents with normal operative efforts,and the case was aborted without stent being placed on the patient's right. No damage or irritation was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Patient reports a recent ultrasound showing an intrauterine gestational sac and yolk sac. The patient has essure coils. There is a linear echogenicity to the left cornual region compatible with an essure coil. The right coil is not definitively identified (although exam was not focused to essure coil imaging). Batch number: 50701364 exp date:2015-11 man date:2012-11 . Batch number: b21582 exp date:2016-04 man date:2013-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil which was protruding through the left fallopian tube"), device dislocation ("remove another portion of essure coil that was lodged in her abdomen"), device breakage ("remove another portion of essure coil that was lodged in her abdomen") and pregnancy with contraceptive device ("unexpected pregnancy") in a 24-year-old female patient who had essure (batch no. B21582, 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010, (B)(6) 2013 and (B)(6) 2015) and herpes nos on (B)(6) 2015. Previously administered products included for birth control: depo provera from 2008 to 2010 and nuva ring from 2008 to 2010. Concurrent conditions included vomiting since 3-may-2016, dysfunctional uterine bleeding since (B)(6) 2016 and nausea since (B)(6) 2016. Concomitant products included valaciclovir hydrochloride (valtrex) from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain pelvic"). In october 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding menses"), fatigue ("fatigue"), device expulsion ("protruding into uterine cavity") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("severe cramping"), menstruation irregular ("irregular menses") and investigation noncompliance ("did not undergo essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with bismuth subsalicylate (pepto bismol), surgery (laparoscopic removal of left essure coil on (B)(6) 2015), surgery (laparoscopic removal of left essure coil on (B)(6) 2015) and surgery (laparoscopic removal of left essure coil on (B)(6) 2015). Essure was removed. In (B)(6) 2013, the pelvic pain had resolved. In (B)(6) 2013, the dysmenorrhoea had resolved. In (B)(6) 2014, the dyspareunia had resolved. In 2015, the alopecia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, abdominal pain lower, menstruation irregular, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, headache, device expulsion, weight increased, vaginal discharge and investigation noncompliance outcome was unknown and the nausea had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, investigation noncompliance, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two attempts were made on the patient's right fallopian tube with inability to pass the essure stents with normal operative efforts,and the case was aborted without stent being placed on the patient's right. No damage or irritation was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Patient reports a recent ultrasound showing an intrauterine gestational sac and yolk sac. The patient has essure coils. There is a linear echogenicity to the left cornual region compatible with an essure coil. The right coil is not definitively identified (although exam was not focused to essure coil imaging). Batch number: 50701364 exp date:2015-11 man date:2012-11. Batch number: b21582 exp date:2016-04 man date:2013-04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil which was protruding through the left fallopian tube"), device dislocation ("remove another portion of essure coil that was lodged in her abdomen"), device breakage ("remove another portion of essure coil that was lodged in her abdomen") and pregnancy with contraceptive device ("unexpected pregnancy") in a 24-year-old female patient who had essure (batch no. B21582, 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010, (B)(6) 2013 and (B)(6) 2015) and herpes nos on (B)(6) 2015. Previously administered products included for birth control: depo provera from 2008 to 2010 and nuva ring from 2008 to 2010. Concurrent conditions included vomiting since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016 and nausea since 3-may-2016. Concomitant products included valaciclovir hydrochloride (valtrex) from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain pelvic"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding menses"), fatigue ("fatigue"), device expulsion ("protruding into uterine cavity") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2015, 617 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("severe cramping"), menstruation irregular ("irregular menses") and investigation noncompliance ("did not undergo essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with bismuth subsalicylate (pepto bismol), surgery (laparoscopic removal of left essure coil on (B)(6) 2015), surgery (laparoscopic removal of left essure coil on (B)(6) 2015) and surgery (laparoscopic removal of left essure coil on (B)(6) 2015). Essure was removed. In (B)(6) 2013, the pelvic pain had resolved. In (B)(6) 2013, the dysmenorrhoea had resolved. In (B)(6) 2014, the dyspareunia had resolved. In 2015, the alopecia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, abdominal pain lower, menstruation irregular, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, headache, device expulsion, weight increased, vaginal discharge and investigation noncompliance outcome was unknown and the nausea had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, investigation noncompliance, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two attempts were made on the patient's right fallopian tube with inability to pass the essure stents with normal operative efforts,and the case was aborted without stent being placed on the patient's right. No damage or irritation was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Patient reports a recent ultrasound showing an intrauterine gestational sac and yolk sac. The patient has essure coils. There is a linear echogenicity to the left cornual region compatible with an essure coil. The right coil is not definitively identified (although exam was not focused to essure coil imaging). Batch number: 50701364: exp date:2015-11-30, man date:2012-11. Batch number: b21582: exp date:2016-04-30, man date:2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. For cases where a device failure is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility micro-insert and breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were take to minimize the residual risk. Based on the available information a product quality defect could not me confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an unexpected pregnancy, amongst non serious events. Almost two years after essure insertion, during a diagnostic surgery, a removal of essure coil, which was protruding through the left fallopian tube, was performed. About one month later, she underwent a tubal ligation and then, one year later, she had a third surgery to remove another portion of essure coil that was lodged in her abdomen (seen as device dislocation and device breakage). Fallopian tube perforation, device dislocation, device breakage and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Considering the lack of details regarding confirmation test and temporal relationship between pregnancy and essure, causality cannot be excluded. In this particular case, the exact date and mechanism of breakage, dislocation and fallopian tube perforation are unknown. However, considering the events' nature, they were considered related to the suspect inserts. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil which was protruding through the left fallopian tube"), device dislocation ("remove another portion of essure coil that was lodged in her abdomen"), device breakage ("remove another portion of essure coil that was lodged in her abdomen") and pregnancy with contraceptive device ("unexpected pregnancy") in a female patient who had essure (batch no. B21582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2010, (B)(6) 2013 and (B)(6) 2015). Previously administered products included for birth control: depo provera from 2008 to 2010 and nuva ring from 2008 to 2010. Concomitant products included valaciclovir hydrochloride (valtrex) from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/pain pelvic"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), device expulsion ("protruding into uterine cavity") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("severe cramping"), menstruation irregular ("irregular menses") and investigation noncompliance ("did not undergo essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic removal of left essure coil on (B)(6) 2015), surgery (laparoscopic removal of left essure coil on (B)(6) 2015) and surgery (laparoscopic removal of left essure coil on (B)(6) 2015). In (B)(6) 2013, the pelvic pain had resolved. In (B)(6) 2013, the dysmenorrhoea had resolved. In (B)(6) 2014, the dyspareunia had resolved. In 2015, the alopecia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, abdominal pain lower, menstruation irregular, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, headache, device expulsion, weight increased, vaginal discharge and investigation noncompliance outcome was unknown and the nausea had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, investigation noncompliance, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Quality-safety evaluation of ptc: sample not available. For cases where a device failure is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility micro-insert and breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were take to minimize the residual risk. Based on the available information a product quality defect could not me confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device innefective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil which was protruding through the left fallopian tube"), device dislocation ("remove another portion of essure coil that was lodged in her abdomen"), device breakage ("remove another portion of essure coil that was lodged in her abdomen") and pregnancy with contraceptive device ("unexpected pregnancy") in a 24-year-old female patient who had essure (batch no. B21582, 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010, (B)(6) 2013 and (B)(6) 2015) and herpes nos on (B)(6) 2015. Previously administered products included for birth control: depo provera from 2008 to 2010 and nuva ring from 2008 to 2010. Concurrent conditions included vomiting since (B)(6) 2016, dysfunctional uterine bleeding since (B)(6) 2016 and nausea since (B)(6) 2016. Concomitant products included valaciclovir hydrochloride (valtrex) from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced pelvic pain ("pelvic pain/pain pelvic"). In october 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding menses"), fatigue ("fatigue"), device expulsion ("protruding into uterine cavity") and vaginal discharge ("vaginal discharge"). In november 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2013, the patient experienced headache ("migraines / headaches") and nausea ("nausea"). In january 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), abdominal pain lower ("severe cramping"), menstruation irregular ("irregular menses") and investigation noncompliance ("did not undergo essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic removal of left essure coil on (B)(6) 2015), surgery (laparoscopic removal of left essure coil on (B)(6) 2015) and surgery (laparoscopic removal of left essure coil on (B)(6) 2015). In november 2013, the pelvic pain had resolved. In december 2013, the dysmenorrhoea had resolved. In january 2014, the dyspareunia had resolved. In 2015, the alopecia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, migraine, abdominal pain lower, menstruation irregular, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, headache, device expulsion, weight increased, vaginal discharge and investigation noncompliance outcome was unknown and the nausea had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, investigation noncompliance, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two attempts were made on the patient's right fallopian tube with inability to pass the essure stents with normal operative efforts,and the case was aborted without stent being placed on the patient's right. No damage or irritation was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Patient reports a recent ultrasound showing an intrauterine gestational sac and yolk sac. The patient has essure coils. There is a linear echogenicity to the left cornual region compatible with an essure coil. The right coil is not definitively identified (although exam was not focused to essure coil imaging). Quality-safety evaluation of ptc: sample not available. For cases where a device failure is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility micro-insert and breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were take to minimize the residual risk. Based on the available information a product quality defect could not me confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device innefective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Patient was with postpartum premature,but healthy baby with no perioperative complications. Concurrent condition and laboratory data updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.